Manufacturer narrative:
(B)(4): device has not been returned for eval. Device ID and/or lot number info was not provided, therefore a review of quality records could not be conducted. Based upon the available info, the exact cause for the reported event cannot be determined. All available info has been placed on file for use in tracking, trending and follow-up. Blank required fields indicate that the info was not provided or deemed unavailable.

Event description:
Please refer to the voluntary medwatch report (B)(4) for the primary event details.